Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that five years, eight months post implant of this annuloplasty ring in the mitral position, intervention was necessary to replace this device. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.